Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro had excessive smoke that would not clear the tunnel. This was noticed about 10 minutes after they began branch ligation. They continued to try and work through the smoke and eventually after 20 min converted to open leg to complete the procedure. There were no pt effects. The product was discarded. The lot number is unk.